Event description:
It was reported that cartridge alarm 20 occurred and recurred when customer attempted to load multiple cartridges, and issue did not cause customer¿s blood glucose level to exceed critical limits. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using guided technique but was unable to successfully resume insulin therapy due to repeated alarms, so technical support arranged replacement pump shipment under warranty, confirmed shipping address, and instructed customer to use multiple daily injections as backup therapy, to place pump in storage mode before return, to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.